Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a lantern delivery microcatheter (lantern) and benchmark 6f 071 delivery catheter (benchmark). During the procedure, the distal tip of the lantern became kinked while loading into the benchmark. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same benchmark. There was no report of an adverse effect to the patient.